Manufacturer narrative:
Both sizes of stylets could be advanced to the tip without difficulties. The outer coil is slightly kinked, but the inner coil is not. Cannot verify complaint.

Event description:
The stylet could not be advanced to the tip of the lead. The lead will be returned. The device was not implanted.